Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the caller stated the recharger cord gets really warm when they try to charge the implant. Caller stated that it was doing it a while ago, but they haven't used the stimulator in a while and when they started trying to use it again they noticed it was still heating up when trying to charge. Agent did not ask about the circumstances that led to the reported issue. The patient did not have the equipment with them at the time of the call. Patient stated they will call back tomorrow with the recharger serial number to complete the replacement process. Patient called back with recharger serial number and confirms recharger does get warm while recharging the implant but does not know if it necessarily gets "hot" because they do not have anything to compare it to. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger h3: analysis of the recharger found device stuck on checking the recharger screen. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.